Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the 12-lead ECG would not display correctly. There was no patient impact.